Event description:
The customer reported that the paramedics were called because his blood glucose dropped to 19mg/dl. Initially, the customer requested assistance with changing the language on the insulin pump. The customer declined to troubleshoot and stated that he took an extra bolus unintentionally. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.